Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was 504 mg/dl at the time of hospitalized, 521 mg/dl at the time of incident and the current blood glucose level was 104 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump, insulin drip, saline solution and aspirin for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer states they got a plunger and pushed insulin through the reservoir into the tubing and the insulin was leaking out the tubing connector cap. Customer reports insulin did not exit at the quick release. Customer states leaks were observed at the connection between the reservoir and the tubing connector. Customer states they were not worn during a medical procedure or test around magnetic resonance field. Customer stated that the insulin pump passed the displacement test. The device will be returned for analysis.